Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified; the assignable was not determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex, physioneal 40 and nutrineal pd4 therapies. For continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal, physioneal 40, and nutrineal therapies were ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis and was hospitalized that same day. Treatment was not reported. The cause was unknown. On (B)(6) 2009, the subject was discharged. The subject recovered ((B)(6) 2009). (B)(4).